Event description:
The following case was published in the journal article entitled: "late restenosis following placement of a sirolimus eluting stent for in-stent restenosis: the patient had edge restenosis distal to the second of two 3x8mm cypher stents implanted 14 months prior to treat a perforation in the left anterior descending (lad) artery. There was a minor degree of luminal re-narrowing within the proximal of the two stents. The distal edge restenosis was treated with a third 3x8mm cypher des.

Manufacturer narrative:
A male patient with a history of coronary artery disease and previous bare metal stent placement (unknown type) underwent the implantation of two 3.0x8.0mm cypher stents to treat in-stent restenosis (isr). Approximately 14 months later, the patient had recurrent symptoms that prompted repeat angiography, which revealed edge restenosis distal to the second cypher stent in the left anterior descending artery (lad). Minor luminal narrowing was also noted within the proximal of the two stents. A third cypher stent was implanted to treat the restenosis. Thirteen months later, symptoms returned and angiogram revealed diffuse in-stent stenosis within the proximal of the two original cypher stents. Treatment is unknown. Cypher stent implant procedural details are not reported in the article. The authors suggest that in a subgroup of patients with isr, drug-eluting stents may simply delay rather than inhibit the restenotic process. The product remains implanted in the patient thus not available for evaluation. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Conclusion: restenosis is a known potential adverse event associated with coronary stent placement and this patient's history placed him at an increased risk for a major cardiac adverse event. It is unclear if any procedural or vessel factors might have contributed to the recurrent restenosis events, but it does appear that patient factors have contributed. Device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-00224 and 9616099-2007-00225. Any additional information will be submitted within 30 days of receipt.